Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed via review of stored electrograms. Device functionality tested normal on the bench. The cause of the reported noise could not be determined.

Event description:
It was reported that upon interrogation of the device, one episode of noise was seen. The device was found to be at eri and explanted.